Event description:
According to the reporter, during a laparoscopic left hemicolectomy, on anastomosis, at first, the green lamp illuminated when charging was completed, it was removed from the charger but did not start up. When it was returned to the charger again and removed after 15 minutes, it started up but the remaining charge was less and it was scheduled to be used in 4 firings but the power shut down after 3 firings. Manual handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9 (device available for evaluation, return date), g3, h3, h6 correction: b5, d8, d10, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number) d10 concomitant products: sigsbchgr, sig power sigsbchgr one-bay charger, (serial# c17aef0676) unk-sigadapt, unknown signia egia adapter, (serial# unknown) unknown egia su, unknown endo gia sulu, (lot# unknown) sigpshell, sig power sigpshell control shell, (lot# unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing noted there were no abnormalities that would have caused or contributed to the reported conditions. The handle had procedures remaining. The handle was noted to be running v29.6 software. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. The power to battery was never interrupted, there were no unexpected resets. All buttons pressed resulted in motor movements. A review of the system logs showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. There were some empty records within the data saved to the device. It was reported that the handle shut off and would not charge. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: screen burnt. Visual inspection noted that there was a faded section of the organic light-emitting diode (oled) screen. The product analysis noted evidence that the device was not used as intended. This issue can occur if the display was showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. A medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic left hemicolectomy, the green lamp illuminated when charging was completed. The handle was removed from the charger but did not start up. When the handle was returned to the charger and removed after 15 minutes, the handle started up but the remaining charge was less. The handle was scheduled to be used in four firings during anastomosis, but the power shut down after three firings. It was noted that the handle was not being used on the patient when the power shut off. A manual handle was used to resolve the issue. There was no patient injury.